Event description:
PICC line-groshong catheter #4fr inserted at hosp. Pt sent home with catheter. Home health care giving medication through PICC and doing dressing changes. Pt was discharged from hosp 3/16/98. Came to ER 3/23/98 because PICC site started bleeding when he pushed up a gallon of milk. Hub and catheter had separated. Hub was still held in place with op site dressing. No evidence of a catheter. X-rays taken. Catheter hub replaced by home health care on 3/17/98 pt had a routine chest x-ray on march 23, 1998 am that showed good placement.